Manufacturer narrative:
(B)(4) device malfunction caused tears and stress additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a coronary artery bypass grafting, the clip appliers were sticking. The product problem caused tears and stress to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.